Event description:
In 2009, the sales rep reported that during a one level case the surgeon was instrumenting the first closure top. The surgeon used the swizzle stick and the screwdriver and put the anti torque over the head of the first screw. When done, there was a sound. The surgeon explanted the set screw and pulled out the anti torque driver, which was stuck. The surgeon hammered it with a mallet to get it off. The set screw sheared off one thread. The surgeon explanted it. The surgeon implanted another set screw. The rod pusher did not work, so he used the almighty. While inserting the second set screw, the surgeon used the swizzle stick and tighten with the screwdriver and the set screw stripped. The surgeon explanted the set screw and implanted another one with the almighty. The rod was fully seated in the tulip saddle. On the third set screw, the almighty was used and two set screws were stripped. The surgeon then explanted that set screw and the screw, and implanted another screw and set screw. On the fourth set screw the surgeon had to explant and implant another closure top, because it also stripped. After the surgery it was noticed that the torque tube was damaged on the tip. There was a 20 minute surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.